Event description:
An implant card was received in regards to the patient's revision surgery. It was noted the generator was replaced due to normal battery depletion and the lead was replaced due to high impedance. It was further explained that the company representative initially did not know there was high impedance until the date of the surgery. It was also explained that the lead was found to be totally severed by the surgery once it was exposed during the surgery. It was noted the lead and the generator were discarded after surgery and will not be returned for analysis.